Event description:
Head keeps falling off the toothbrush - oral-b [device breakage]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads fell off of the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 07-feb-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head keeps falling off the toothbrush - oral-b [device breakage]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads fell off of the oral-b toothbrush handle. No injury was reported. On 07-jan-2025: case update: the concomitant product lot was 2ab94020800. No injury was reported. On 10-jan-2025 case update from information initially received on 07-jan-2025: an additional concomitant product was oral-b rechargeable toothbrush handle 3766 and lot was 2ab94020800. No injury was reported. On 07-feb-2025: product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3766 and oral-b rechargeable toothbrush handle. The concomitant product was oral-b power oral care refills. No injury was reported.